Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Functional testing was not performed due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during rewind. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.